Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and unknown mesh was implanted. The patient reported the mesh was implanted incorrectly leading to more than seven years of chronic and severe testicular and abdominal pain. The mesh dissolved and deteriorated, wrapped and waded around every nerve and organ in the patient's abdominal area and every time the patient had a bowel movement or urinated, it was like getting kicked in the testicles over and over several times daily. No further information was provided.